Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, it was observed that the endoscope displayed image flipped automatically. The customer received phone assistance from the technical service engineer (tse). The reported event was resolved by following tse advise by cancelling the guided tool change and reseating the endoscope. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: when the endoscope was installed into the universal surgical manipulator (usm) arm the image automatically reversed. No damage was observed on the endoscope adapter or base. The surgeon had confirmed the desired orientation. The procedure was completed with the same endoscope. There was no patient injury or harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The reported event was resolved by following tse advise by cancelling the guided tool change and reseating the endoscope. The procedure was completed with the same endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.